Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 345, 292, 180 mg/dl. Tests were done within 10 minutes with a difference of 36%. Pt did not experience any adverse enents. No further info has been reported.